Manufacturer narrative:
(B)(4).

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient developed peritonitis due to touch contamination. The patient was hospitalized on (B)(6) 2015 and discharged on (B)(6) 2015. The peritonitis was treated with vancomycin and gentamicin. Patient was removed from peritoneal dialysis and is now receiving in-center hemodialysis. Patient hospital discharge summary was requested.

Manufacturer narrative:
The cycler was not returned for evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.